Manufacturer narrative:
Supplemental submitted to report that when the technician contacted the account for further details, they reported that the unit was working to specification and there was no product malfunction. Customer indicated there was no product malfunction.

Event description:
It was reported that the bed was stuck in up position and would not lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the bed was stuck in up position and would not lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.